Event description:
It was reported that a patient underwent a laparoscopic myomectomy procedure on (B)(6) 2012. The device worked normally at first, then the blade began to get dull in the middle and at last it stopped rotating. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device operated as intended during evaluation.